Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a xdcr pt801 failure. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer faults, low positive inspiratory pressure (pip), and low exhaled volumes. The customer confirmed that there was no patient involvement associated with the reported issue.